Manufacturer narrative:
(B)(4). Pump received with cracked and bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump lcd screen was cracked. No further details were provided. The insulin pump was returned for analysis.